Event description:
Nurse noticed a foreign body within the tubing at the distal end of set, while connected to the patient via an epidural catheter. Set changed and catheter removed. Hospital confirmed foreign body to be inorganic. Swab of epidural site and catheter was taken. No adverse patient outcome noticed at this stage." Further information states the contaminant was looked at under a low power microscope and the following was found: there were two foreign objects which appear to be pieces of charred plastic, possibly from the tubing extrusion process. These pieces also appeared to be too large to fit into the lumen of the cannula; however if those pieces were broken into small pieces then there would be a possibility of them passing through into the dural space. No further information was provided.